Event description:
The customer reported that they receive a speaker malfunction inop - part number needed for speaker assembly. No sound was coming from the device. No adverse event involving patient or user was reported.